Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The distal part of the lead as well as the fixation helix were found bent. Bending the lead body requires the presence of mechanical stress. Tensile forces applied during the surgery should be taken into account as the root cause of these damages. Further analysis revealed cuttings in the insulation. These damages occurred most likely due to medical instruments used during the surgery. With regard to the issue mentioned in the complaint description, no irregularities were found. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that the right atrial (ra) lead had dislodged. The lead was explanted. Another lead was implanted in the patient. No adverse patient effects were reported. No additional adverse patient effects were reported.